Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 33 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hypoglycemia and loss of consciousness. The patient was treated with intravenous fluids and food. The patient also had their blood work done at the hospital. The patient was released the following day. The patient has discarded the pod.